Manufacturer narrative:
(B)(4). During additional investigation into the reported constant air in line alarms, information was obtained that may suggest a 12/04/15 aware date for this event.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused approximately 33% of the bag during therapy (medication, programmed amount, and delivery rate unknown). The nurse was alerted by the pump that the infusion was complete, however, the nurse stated that the bag had more than 1/3 of the fluid left. It was also reported that the nurse intervened to get the pump working again. Any patient injury or medical intervention is unknown.